Manufacturer narrative:
(B)(4).

Event description:
An infection was reported. It was noted that the device was explanted due to infection in the device pocket and discarded, not to be returned. Cultures (B)(6) for (B)(6). Hospitalization and antibiotic treatment were "necessary." It was noted the catheter remained implanted. Patient stats at the time of this report was noted as alive, no injury, no adverse event. The device system was used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709, lot# j0058170r, implanted: (B)(6) 2001. (B)(4).